Event description:
The affiliate reported, a customer who complained of "burn" after removing items from a cycle. The customer reported, white skin-discoloration and pain on their right thumb. The customer saw a doctor and was prescribed an unk ointment. The affiliate sent service to assess the unit.

Manufacturer narrative:
The fse found the unit working to MFR specs.